Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 v2 assay performed within specifications. Calibration and quality control data at the customer site were confirmed to be within the expected ranges. The root cause of the discrepant results was attributed to the use of the seracare hcv seroconversion panel phv922 genotype 3a, which is a known outlier. This panel exhibited similar behavior during the development of the anti-hcv ii assay, where it became reactive at later samples compared to the abbott architect system. The discrepancy is likely due to differences in the antibody composition of the panel and the sensitivity of the antigens used in the respective assays. Seroconversion panels represent individual infections, and antibody responses can vary significantly between infections. The device remains in operation at the customer site. Single false-negative results are covered by the sensitivity claim in the method sheet.

Event description:
The initial reporter alleged discrepant results for three samples from the seracare hcv seroconversion panel phv922 genotype 3a when tested with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit, compared to results obtained using the abbott architect system. The customer used the seracare hcv seroconversion panel phv922 genotype 3a for verification on a newly installed cobas e 801 system. The panel, obtained in 2018, had been stored in a freezer until thawed the day before analysis and kept in a refrigerator. The panel's expiration date was 10-oct-2022. The samples were from a single donor collected in 2008, with no preservatives added. The customer tested six samples from the panel on both the cobas e 801 and abbott architect systems. Results from the abbott architect system were as follows: sample 1 was non-reactive (0.09 s/co), and samples 2 through 6 were reactive (1.13 s/co, 5.16 s/co, 5.02 s/co, 5.39 s/co, and 6.01 s/co, respectively). Results from the cobas e 801 system showed that samples 1 through 4 were non-reactive, while samples 5 and 6 were reactive. The results were identified as discrepant, with three samples (samples 2, 3, and 4) testing non-reactive on the cobas e 801 system but reactive on the abbott architect system.